Event description:
It was reported that due to oversensing and low impedance the lead was capped on (B)(6) 2009. The lead was fully extracted on (B)(6) 2018. No further information is available. Should additional information be made available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 27.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned. In between an approx. 2 cm segment of the lead body was missing. The returned lead fragments were subjected to an extensive analysis. The visual inspection revealed multiple signs of wear along the lead body. In particular on the distal lead fragment the insulation was found multiply rubbed through which might be the root cause of the clinically observed oversensing and low impedances reported in 2009. As the lead was capped in 2009 but remained in the patient for further 106 months, the definite root cause cannot be conclusively determined. The characteristics of the damages indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.